Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the event log was performed and found several mid14 (power supply background test failure) and mid:16 (malf_software_ID_mshutdown) errors; thus confirming the reported complaint .however ;mid:16 error is unrelated to the reported complaint. The system failed initial functional testing due to a defective power supply. After replacing the power supply remedied the reported complaint. The functional tests and calibration test were performed. In addition, the electrical safety test was also performed and no errors or anomalies were observed. In summary, the customer reported complaint was confirmed during the event log review and functional testing. The root cause was determined to be a defective power supply. The power supply was replaced to remedy the reported complaint and the system passed functional testing and it verified that the system met all the manufacturing specifications.

Event description:
It was reported that during therapy, the thermogard xp ivtm (s/n: (B)(4)) displayed several mid:14 (bg power supply) error message during cooling mode. The other power socket and the power cable were used and restarted the system but it was unsuccessful. No additional information was provided by the customer.

Event description:
Received additional information stating that the therapy was completed with the loaner unit and there were no patient sequaela reported.